Event description:
A surgeon reports that one-day following intraocular lens (iol) implant surgery, he noted iol was decentered, approximately one month later, the surgeon tried to remove and replace the lens, but was not successful due to the adhesion of the lens with the capsule membrane. One haptic was found to be turned and the other partially broken. The pt was feeling well and did not complaint of any charges in their vision, so the iol was not removed.